Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device was not returned for evaluation as it was discarded. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23 mm aortic valve was explanted after an implant duration of 11 years, 7 months due to severe calcification and stiffening of the bioprosthetic aortic valve leaflets which were stuck in a partially open position resulting in severe aortic stenosis and severe aortic insufficiency. In addition, pannus ingrowth was noted on the inflow aspect of the bioprosthetic aortic valve. A 23 mm pericardial aortic valve was implanted in replacement. The patient also underwent ascending aorta replacement and mitral valve repair with decalcification and debridement of anterior leaflet and aortic mitral curtain. The patient tolerated the procedure well and was transferred to the ICU. Patient postoperative atrial fibrillation, was successfully treated with amiodarone. The patient was discharged home in stable condition on post-operative day 9.